Manufacturer narrative:
Corrections in a: age at the time of the event b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales rep that they spoke to marina kostyuk, who works for dr. Kupershtien, advised the patient is currently hospitalized with a pulmonary embolism. Marina was questioning whether the spinal pak could have caused this. Doctor did advise the patient to discontinue using the spinalpak. It was reported that no further information is available. The spinal pak device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that they spoke to (B)(6), who works for dr. (B)(6), advised the patient is currently hospitalize with a pulmonary embolism. Marina was questioning whether the spinal pak could have caused this. Doctor did advise the patient to discontinue using the spinalpak.